Manufacturer narrative:
The sureform 60 stapler instrument has been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted hiatal hernia procedure, stomach tissue was pushed and not properly stapled or cut when a sureform 60 stapler instrument fired a sureform 60 reload (unknown color). The stapler instrument fired approximately 3/4 of the way and then stopped. The emergency knob was used to open the jaws of the stapler instrument. Once the jaws were opened, it was identified that most of the staples did not fully form or close against the tissue, leaving an opening within the staple line on the stomach tissue. The staple line was over-sutured to repair the defect. The sureform 60 stapler instrument was used twice before the event without any complication. No error messages were produced during the firing sequence. A new stapler instrument was used for the remainder of the procedure. There was no additional tissue resection due to the event, no obstructions in the staple line. The procedure was completed robotically.